Event description:
(B)(4). Same case as: 2134265-2012-06310, 2134265-2012-06311. It was reported that post a coronary stenting treatment procedure, the patient experienced calf pain. Lesion 1 was located in the proximal left common iliac artery (cia). The lesion was 100% stenosed, 8.0mm in diameter, 80mm long and was classified as a tasc c lesion. The lesion was treated with predilation and placement of a 8x100mm study stent. Due to foreshortening, an 8x60mm bailout study stent was placed. After post-deployment dilation, there was 0% residual stenosis. Lesion 2 was located in the proximal right cia. The lesion was 100% stenosed, 8.0mm in diameter, 10mm long and was classified as a tasc c lesion. The lesion was treated with predilation and placement of a 9x60mm study stent. Post-deployment dilation was performed. Residual stenosis was 10%. Pre-discharge assessment was rutherford category 2, right abi 0.88, and left abi 0.62. The patient was treated as an outpatient and released on aspirin therapy. In (B)(6) 2012, the patient experienced calf pain. In (B)(6) 2012, a duplex ultrasound was performed. No action was reported to be taken for the event.

Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).